Event description:
It was reported that this right atrial (ra) lead had observations of high thresholds and noise that was oversensed, and reproducible with isometrics. During the lead revision, it was determined that the 19 year old ra and right ventricular (rv) leads were stuck together. The rv lead was pulled away, leaving physical damage to the lead insulation/covering. The system was explanted and replaced. No additional adverse patient effects were reported.